Event description:
Per complaint (B)(4), after clinical procedure, there was an error in surgical protocol and dropped from the implant driver.

Manufacturer narrative:
Patient's identifier was unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.